Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the maryland bipolar forceps instrument sparked. The instrument was removed and replaced with a backup instrument. The customer received phone assistance from an intuitive surgical, inc. (Isi) technical support engineer (tse). The tse reviewed the system log review and confirmed that there were no related errors. The customer continued and completed the procedure without further issues. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the spark appeared to originate from the maryland bipolar forceps (mbf) instrument. The arc was between the monopolar curved scissors (mcs) instrument on the universal surgical manipulator (usm)3 and the mbf instrument on the usm1. The reporter confirmed no damage was observed after the arcing event. The arcing event occurred when the surgeon was grasping the tissue with the mbf instrument and attempting to cauterize the tissue with the mcs. The reporter confirmed that there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.